Event description:
A pt reported experiencing inaccurate high results. The pt's blood glucose results were 468mg/dl, 268mg/dl, 164mg/dl, 146mg/dl, 154mg/dl. Tests were done within <10 mins with a difference of 58%. Pt did not experience any adverse events. No further info has been reported.